Manufacturer narrative:
Zoll medical corporation has received the product.

Event description:
During a routine shift check by a clinician, the device displyed a 'bridge test fail" message. Complainant indicated that there was no patient involvement in the reported malfunction.